Event description:
It was reported that during a gastric band procedure, the trocars persistently leaked during the procedure. He had to use maximum flow and a higher pressure setting to maintain insufflation. The surgeon stated that when an instrument was inserted, there was a whistling and the intra-abdominal pressure fell. This stopped when the instrument was removed. Another device was used to complete the procedure. There were no adverse consequences for the patient. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.